Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal noise on the screen (light purple) during an unknown diagnostic procedure, involving a endoeye flex deflectable videoscope. The procedure was completed with an olympus back up device. There was no patient injury reported.